Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and alert silence on the insulin pump. Customer's blood glucose level was 507 mg/dl. Customer had their sensor alerts off and was assisted with turning them on.